Manufacturer narrative:
A photo was provided for evaluation. The photo shows an original opened package with a sharpie mark on the applicator. This verified the failure mode. Unfortunately, no lot/batch was provided and an accurate device history review could not be completed. The most probable root cause may be somebody either in warehouse, during shipping, or receiving opened the package/product and made a mark on the applicator with a sharpie. No further information was available to be able to aid in the investigation. No further action will be taken at this time. This failure mode will continue to be tracked and trended.

Event description:
This chloraprep had what looks to be a sharpie mark on it.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
This chloraprep had what looks to be a sharpie mark on it.